Event description:
Explant of sound processor to support treatment of infection. Initial implant (B)(6) 2011.

Manufacturer narrative:
Pt was successfully implanted with a new product after treatment of infection on (B)(6) 2012. Note: late filing of report as per discussion with MDR branch (B)(6) 2012.